Manufacturer narrative:
H2) additional information: the archives were reviewed. There were no issues transferring the full scan series from the universal serial bus (usb) to the test navigation system. The navigation system did flag the CT-bone scans as not optimal. All 3 had gantry tilt, albeit within limits; one of the scans had irregular spacing and missing slices but it was still able to be downloaded to the navigation system. 2 of the 3 CT-bone scans appeared to follow the imaging protocols sufficiently to be used in a case. Based on the analysis of the patient archives, it was unclear why the scans would not download properly from pacs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information about a navigation system issue identified outside of a procedure. It was reported that the system was having issues downloading computed tomography (CT) bone images from the picture archiving and communication system (pacs) network. Magnetic resonance imaging (MRI) scans were downloading fine, but CT bone scans were coming over "broken," with the system not downloading the entire series. The scans should adhere to imaging protocol (equal spacing, thickness, etc.), though there is some gantry tilt. Troubleshooting included using different pacs ports and rebooting the system, but the issue persisted. The site is attempting to transfer the scans from pacs to the navigation system via compact disc (cd). The probable cause is believed to be something about the CT bone scans that prevents the navigation system from downloading them successfully or a network timeout during the download process. The issue is unlikely to be with the navigation system itself. There was no patient involvement reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, software version#: 2.1.0 h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. H6: additional review indicated codes d15, b17, c20 are no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.